Manufacturer narrative:
(B)(4). Approximate age of device ¿ 6 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. On (B)(6) 2015, it was reported that the driveline exit site was red, and that yellow drainage was observed at the exit site. The site was cultured multiple times, but were not positive until (B)(6) , 2015. The culture was positive for diphtheroids. It was reported that, the patient was not compliant with follow-up appointments. The patient had gone months without being seen by the vad clinicians. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. A correlation between the device and the reported driveline infection could not be conclusively determined. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.